Manufacturer narrative:
Results: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for low draw with the incident lot was observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for low draw was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: bd was able to confirm the customer's indicated failure mode. (B)(4) of the returned samples were draw-tested with deionized water; (B)(4) drew slightly below the lower specification limit. One potential root cause of this defect is that tubes were partially pre-stoppered during manufacture which leads to incomplete vacuum being applied. During july 2016 integrated batch trays have been introduced to this manufacturing line which will completely eradicate the potential for this to occur. Evaluation of the effectiveness of this action is being planned and will be completed in 2016.

Event description:
It was reported that some of the bd vacutainer® citrate tnt pet tubes did not draw a sufficient volume of blood. No serious injury or medical intervention.